Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by right transfemoral approach, during the procedure, the vessel was predilated with 16fr dilator of the esheath+ kit and when inserting the 14fr esheath+, difficulties were encountered and the physician had to push with force to insert the esheath and had a strange feeling. Although difficulties were experienced when crossing the native annulus with commander because the annulus was really calcified, the valve was successfully implanted. However, at the end of the procedure, before removing the esheath+, an iliac dissection was observed at angio. Multiples techniques were tried: physician tried to realize a cross over, from left femoral to right femoral artery, in order to implant an iliac stent to repair the right iliac artery. But it was not a success. After that the physician tried unsuccessfully to come from radial artery to right iliac artery. The physician then tried an homolateral punction of the artery (punction under the dissection of the right iliac artery), but again, it failed. Therefore, it was decided to convert to surgery. Patient was stable but vital prognostic was engaged. After few days, patient passed away in ICU. The cause of death was unknown but potentially related to the iliac dissection and surgery. The esheath was inserted at approximately 30 degrees and the dilator was fully inserted. No abnormal resistance was felt when inserting the commander through the esheath. There were not withdrawal difficulties and there was not any device damage after withdrawal.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided for review which showed presence of calcification and tortuosity in the patient's access vessels and the access vessels appear undersized. In this case the difficulty introducing the sheath and subsequent dissection and death was unable to be confirmed. Investigation results suggest/indicate that patient factors (calcification, tortuosity, undersized vessels) may have caused or contributed to the reported difficulty to introduce the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.